Manufacturer narrative:
(B)(4).

Event description:
The patient had his device removed 7 months ago. It was explanted because it was not helping his pain anymore and that it was not in the same area as his pain. It was reprogrammed many times without success and the last time they tried to reprogram it, he felt the tingles in his chest area. At that point his physician just wanted to take it out. Additional information has been requested.